Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the iber on end of the 8mm large suturecut needle driver instrument snapped. No fragments fell into the patient. The procedure was completed but the patient outcome is unknown.